Event description:
The customer reported that the band guard lock indicator on the autopulse nxt platform (sn (B)(6) was flashing and stuck during the device check. They mentioned that the left side of the platform spool slot, where the nxt band pin goes, appeared more downward than the right side. Despite repeated attempts to insert the nxt band pins, the issue persisted. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has received the autopulse nxt platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the band guard lock indicator on the autopulse nxt platform (sn (B)(6)) was flashing, and the left side of the platform spool slot, where the nxt band pin goes, appeared more downward than the right side, was confirmed during the functional testing. The root cause of the reported complaint was the magnetic sensor board being positioned too far from the guard. Archive logs showed no faults or alerts. Preliminary functional testing could not be performed as the left-side pulley was not in the home position. During testing with the returned nxt band and various other nxt bands and tab assemblies, the red band guard lock indicator was flashing on the user control panel. The issue may have been caused by the magnetic sensor board being positioned too far from the guard. The magnetic sensor board was replaced as a precaution, and proper alignment was confirmed after installation. Following the replacement, the red band guard lock indicator light remained off, and the system operated correctly with multiple nxt bands and tabs. The platform was then tested with the mztf until battery depletion, with no faults or errors observed. Following service, the autopulse nxt platform passed the final tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).